Event description:
The info provided by the surgeon indicates: (B)(6) male pt with complex radial fracture, acumed prosthesis, ligament reconstruction, radial and coronoid right. Four weeks after the application following a minimal trauma towards humeral rod (door), the device broke. No adverse effects to pt. The fixator was removed two weeks before that planned date and replaced by an orthosis (orthopaedic brace). The treatment is positively completed and the pt is in good health condition. (B)(4).

Manufacturer narrative:
Analysis of historical records: the device involved in this event has not yet been received by orthofix srl. Unfortunately, also the lot number has not been made available and therefore it was not possible to perform the verification of the historical data. Technical evaluation: the device involved in this event has not yet been received by orthofix srl. Orthofix srl is strictly in contact with the local distributor will be performed as soon as the device becomes available. Medical evaluation: orthofix promptly contacted the surgeon involved in order to collect as much info and details on the event occurred. As soon as the product is returned and the technical investigation is completed, the medical evaluation will be finalized according to orthofix standard practice and procedure. Orthofix srl continues monitoring the devices on the market.